Manufacturer narrative:
Event date is estimated.

Event description:
It was reported that the patient had a infection at the ipg site. Surgical intervention was undertaken and the ipg was explanted. The patient was on IV antibiotics, then was hospitalized, and is now taking oral antibiotics.

Event description:
Additional information received reports that the patient's infection has resolved.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.